Event description:
Ous MDR - after an implantation period of about 59 months, oversensing was reported. A possible lead damage was suspected. The lead was not returned to biotronik we have no further information with regard to the explant / revision procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The recorded episodes showed noise artefacts on the rv and far-field channels with subsequent vf detections confirming the observation mentioned in the complaint description. No anomalies could be found on the x-ray images received together with the electronic data. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.